Event description:
It was reported that the cardiac output was not giving proper outputs, the waveform was flattened. It was indicated that troubleshooting was performed by trying to eliminate the cause by changing all of the other consumables. The biomed engineer staff was called and tried the simulator on our equipment and found fault with the catheter.

Manufacturer narrative:
The device was discarded at the hospital. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.